Manufacturer narrative:
MDR 1219913-2020-00397 was filed on october 14, 2020 reporting several initially reactive (positive) advia centaur xp sars-cov-2 total (cov2t) results that were nonreactive(negative) upon repeat testing and on an alternate method. Additional information november 20, 2020. Siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur xp sars-cov-2 total (cov2t) lot: 005 and 035 are performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated. Mdrs 1219913-2020-00243 supplemental 2 through 1219913-2020-00248 supplemental 2 were filed for different testing dates. Mdrs 1219913-2020-00395 supplemental 1 through 1219913-2020-00401 supplemental 1 and 1219913-2020-00406 supplemental 1 and 1219913-2020-00407 supplemental 1 were filed for different test dates and different lot numbers.

Manufacturer narrative:
Siemens is investigating. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation, and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer observed a number of reactive (positive) advia centaur xp sars-cov-2 total (cov2t) results that were non-reactive (negative) upon repeat testing over multiple days. There were also several samples where one replicate was non-reactive (negative), and there were multiple reactive (positive) results. It is unknown if the results were reported. There are no reports of patient intervention, or adverse health consequences due to the discordant cov2t results.